Event description:
It was reported that while on a pt, the pump alarmed "system error 3." Removed from the pt; no harm. Field service technician ran the pump for 15 minutes. Pump alarmed, then the screen went black with constant alarm. Charge voltage - ok. Checked blue cap voltage under load - ok.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: the battery was returned for further eval. Battery was connected to test fixture. The battery was found to run for only 38 minutes which is less than specified. Per field service report, noticed pump control on central processing unit board not seated properly. Reconnected; ran for two hours. Tested ok. A device history record review was conducted on the intra-aortic balloon pump (iabp) & it met all specifications & passed all in process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Per field service report, the improper seating of the pump control harness is the potential cause of the system error 3 alarm.